Manufacturer narrative:
Citation: ag pamuk, I saatci, hs cekirge, u aypar. A contribution to the controversy over dimethyl sulfoxide toxicity: anesthesia monitoring results in patients treated with onyx embolization for intracranial aneurysms. Neuroradiology, 48(4), 280-281. Doi:10.1007 /s00234-004-1323-y. The onyx will not return for evaluation as it was consumed in the event; as a result, product analysis cannot be performed. There was limited information provided in the article. The model and lot number of the onyx was not reported. The purpose of this study was to analyze whether or not dimethyl sulfoxide (dmso) toxicity occurred in patients treated with onyx embolization for intracranial aneurysms. The authors conclude that this study supports the notion that dmso does not cause any toxic side effects if used carefully in the onyx embolization of intracranial aneurysms. In this study, 38 patients (median age 42years) were treated by onyx embolization for intracranial aneurysms. Thirteen patients were men, 25 women. The cause of the reported event cannot be reliably determined, however, based on the information on this cases review of the article and IFU, the likely cause is related to the embolization procedure. The onyx instructions for use (IFU) notes, ¿hemodynamic changes induced by the embolization may result in hemorrhagic complications.¿ and ¿these ischemic or hemorrhagic complications may result in various functional neurological deficits and possibly death." Additional information has been requested. Should it become available, a supplemental report will be submitted. Mdrs from this article: 2029214-2017-01081 and 2029214-2017-01082. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through literature review that 1 patient experienced a procedure related intracranial hemorrhage and died. This patient was receiving onyx embolization to treat an intracranial aneurysm.

Manufacturer narrative:
This report was submitted with the date of report as the manufacture notified date. A correction is being filed to reflect the date of report as the date the initial report was submitted. If information is provided in the future, a supplemental report will be issued.